Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed external flash error. The customer was assisted with troubleshooting for the alarm. The customer's blood glucose was unknown at the time of the incident. Customer stated that during self-test, the insulin pump alarmed again and issue was not resolved. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display, problem isolated to mother board. Unable to confirm loss of data alarm, reprogram alarm and unable to perform any tests due to blank display.